Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 147 mg/dl. Customer was advised to clear the alarm. Customer stated that the insulin did not exit and that the pump did not alarm no delivery. Customer was advised that there was a possible issue with the infusion set. Customer was also advised to return the infusion set. No additional information provided.

Manufacturer narrative:
The device information provided with the initial medwatch was incorrect. The correct information has been provided with this report. Additional information has been provided which was not included in the initial medwatch report. The information has been proved with this report.

Event description:
It was reported via phone that the customer had received a no delivery alarm during manual prime. During troubleshooting the customer stated the insulin did not exit. The customer stated he had another infusion set for testing. The customer stated they are able to troubleshoot for a potential reservoir and infusion set issue at that time. During the second attempt to troubleshoot, the customer stated the insulin did exit the tubing. Advised the customer to rewind, re-insert reservoir tube and run manual prime. The customer stated the device did not alarm no delivery.